Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state the safety and effectiveness of the angio-seal device has not been established in patients with uncontrolled hypertension. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced with patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported that an angio-seal was deployed in the right femoral artery (rfa) post femoral angiogram. Hemostasis was achieved. Two days later the patient presented back to the hospital with pain. The patient underwent an angiogram which revealed an occlusion in the rfa. The patient underwent surgical revascularization of the right common femoral artery. The surgeon's report stated there was diffuse peripheral vascular disease with significant atherosclerotic disease in the femoral artery. The patient was recovering and doing well.